Event description:
The customer reported low blood glucose symptoms and was given a coke to drink. He tested 18 mmol/l and 8 mmol/l on the mobile system within 10 minutes. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.